Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during tests, the unit alerted with tf 446029, 481002, 485001, 'loudspeaker defective' and switched into ambient. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1: the manufacturing date was corrected. Due to the device being manufactured in 2013, no UDI information in d4 is provided.

Event description:
The following was reported to hamilton medical ag: during tests, the unit alerted with tf 446029 481002 485001, 'loudspeaker defective' and switched into ambient. No patient involvement.